Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was at setting 5. The valve was hydrated for 24 hours. The valve was visually inspected: the silicone housing was damaged; marks were noted in the siphon guard and on the silicone housing. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed. The valve could not be leak tested, due to the damaged silicone housing. The valve could not be reflux tested due to the damaged silicone housing. The siphon guard was not tested due to the damaged silicone housing. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the on the flat spring of cam/ball arm assembly. Review of the history device records was not possible as the lot number was unknown. The root cause to the tear/cut in the silicone housing is probably being due to the user, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. The root cause for the pressure problem is due to biological debris found on the flat spring of cam/ball arm assembly. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the patient was initially scheduled to revise a suspected proximal occluded vp shunt. Intra operatively it was discovered that the proximal catheter was occluded and the siphonguard device had broken away from the valve housing. The physician said the anti-siphoning device was the key factor to the system failure. Surgeon replaced broken valve with a new valve. No delays were reported